Event description:
It was reported that the patient came in to the hospital due to a broken arm from a fall. The patient reported dizziness and weakness and was observed to be confused. Pauses in ventricular pacing were observed during anti-tachycardia pacing (atp) therapies. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, implantable tachy lead, (B)(6) 2009; 419478, implantable pacing lead, (B)(6) 2009; 407652, implantable pacing lead, (B)(6) 2009. (B)(4).